Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient experienced low blood glucose (bg) levels of less than 70 mg/dl, while sleeping due to a malfunction with the personal diabetes manager (pdm) deactivating the pods and having to restart it every time. The patient's parents found him unconscious and administered glucose followed by ingestion of sugary foods.